Manufacturer narrative:
D6a implant date - estimated as 6 weeks prior to event date.

Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the routine six week follow-up, transesophageal echocardiography (tee) revealed that the closure device did not have a full seal, with a leak of approximately 4mm. The closure device did not appear to have moved since the initial implant procedure and was stable. The physician will continue to monitor the closure device. There were no patient complications reported.